Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, the customer had been using insulin beyond labeling instructions. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 490 mg/dl.